Event description:
According to the medwatch (mw5083907) "brown port of PICC line broke/leaked".

Manufacturer narrative:
Qn#(B)(4). Medwatch (mw5083907). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Medwatch (mw5083907). Additional information requested from user facility. No additional information received at the time of this report.

Event description:
According to the medwatch (mw5083907) "brown port of PICC line broke/leaked".